Manufacturer narrative:
During device evaluation and servicing of the loaner thermogard xp ivtm system (s/n (B)(4)) at zoll, the console failed the slew rate test. This console could not cool the coldwell bath in less than 25 minutes (out of specification). The investigation determined that the root cause of the issue was the defective cooling engine (ce) due to wear and tear. The thermogard console was manufactured in may 2012 and is 10 years old, well beyond its expected service life of 5 years. The defective cooling engine was replaced to remedy the fault. During visual inspection, no physical damage was observed on the thermogard console. Event log data review was performed and revealed mid:16 (software related) and tcmid:06 (ce post failure) error messages, unrelated to the slew rate failure. These error messages were not replicated during evaluation and service at zoll. The possible root cause of the mid:16 error was due to a loose power cord or umbilical cable. The root cause of the intermittent tcmid:06 error message was determined to be the defective cooling engine (ce), which was replaced. Per the tgxp user manual, if a mid:16 error occurs during treatment, this indicates that the treatment file memory is full. The console stops treatment. To continue treatment, power the console off and on. Follow the prompts and select current settings. When the data download information appears, immediately either delete the data or use temptrend to download the data and delete it. You may then resume treatment. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
During device evaluation and servicing of the loaner thermogard xp ivtm system s/n (B)(4) at zoll, the console failed the slew rate test. No patient involvement.